Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01518 & 01519).

Event description:
It was reported that a patient underwent an initial left elbow arthroplasty on (B)(6) 2015. Subsequently, the patient underwent a revision due loosening of the humeral stem on (B)(6) 2015. During the revision procedure, one of the elbow ulnar reamers broke while reaming the ulna. The case was delayed for ten minutes because the reamer was stuck in the patient and retrieval from the small canal of the ulna was difficult.